Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable and wall adapter.